Event description:
The attorney for the patient provided medical records that indicated the stimulator was not working and was explanted. The spinal cord stimulator (scs) was implanted on (B)(6) 2014 with no report of difficulty placing the leads or impedance issues. It was noted that the connections were verified and impedances were satisfactory with appropriate coverage of the patient's painful areas. A follow-up visit on (B)(6) 2014 noted that the patient had pain on both sides described as pressure, sharp, stabbing, shock-like and throbbing. If was further noted that the pain had improved since the last visit and the pain interfered with most but not all daily activities. Additional notes stated the patient's ability to sleep was worse and he was a smoker being treated for hypertension. A review of the patient's systems found that he had night sweats, was feeling sick, had constipation and a change in bowel habits, back pain, headaches and weakness. The incision was clean and dry and intact with no infection and was healing well with no erythema. Programming was done to attempt to secure coverage more distally into his feet with the stimulator and medications were being reduced over time. A visit on (B)(6) 2014 further noted that the patient had increased morning pain due to his inability to use the scs at night and reprogramming was discussed and patient was aware that while healing the stimulation may change somewhat. The patient had stimulation in the heels and lower extremities but not quite to his toes where the most severe pain was. During a healthcare provider (hcp) office visit on (B)(6) 2015 the patient stated he was unhappy and frustrated due to unsuccessful coverage of his most painful areas in the toes after three programming sessions. The patient had pain levels at 8-9 out of 10 and decreased levels of the activities of daily living. It was noted that medication increased functioning and improved the quality of life. The patient was scheduled to meet with a manufacturer representative that friday for reprogramming. An hcp visit on (B)(6) 2015 recorded that the patient had the scs adjusted at the last hcp visit by the manufacturer representative, but then the stimulator stopped working. A review of the patient&#38112;systems also noted that he had difficulty sleeping, high blood pressure, a cough and numbness/tingling. An exam also recorded that the patient had unsteady tandem walking and asymmetric conventional walking with an abnormal stride length and an antalgic gait. The exam also found that the ankles had a decreased eversion range of motion and decreased inversion range of motion and pain when the extension of toes. It was noted that the surgical incision was well healed with severe tenderness to palpation over the scs battery. During an hcp visit on (B)(6) 2015 it was recorded that the post procedural pain relief was 0% and in the past three months the patient had developed new bowel incontinence and nausea. It was additionally noted that the side effects of the current medications included constipation, nausea and vomiting. The manufacturer representative was present to program the patient again and the patient was referred for scs removal as he was not obtaining relief. During a hcp visit on (B)(6) 2015 it was recorded that the patient had foot pain that increased when the feet were touched and had no numbness or weakness and paresthesia in both feet. It was stated that the battery never functioned correctly. The pain was described as dull, hot/burning, numb, shock-like, shooting, stabbing/sharp, tingling/pins and needles, throbbing, aching and squeezing, spasming and tiring/exhausting. The post procedural pain relief was approximately 0% and 90%. The patient had an x-ray that showed the wires were at the t-l junction and was offered removal of the scs and battery. Additional notes from the medical records indicated that the patient had mechanical complication of the nervous system device onset on (B)(6) 2015 and the scs was removed on (B)(6) 2015 was noted to be uncomplicated. The patient had stated that no therapy in the past had helped his pain. Additional information received in the claim letter from the attorney of the patient noted that the battery had "failed" and the stimulator stopped working and would not hold a charge. It was also noted in the claim letter that the patient now had back pain that was not present prior to implant. The letter noted that the device was to last nine years and the battery failed within six months of implant. The indications for use were spinal pain and complex regional pain syndrome type I.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The battery had reduced capacity due to overdischarge. The ins had no telemetry or output when received for analysis. Telemetry was restored after one full physician mode recharge. After normal recharging, the ins passed functional testing. According to the trace report taken from the ins, the last recharge done while implanted was on (B)(6) 2015. The therapy output was turned off on (B)(6) 2015. The battery depleted to the lock/sleep mode on (B)(6) 2015. Subsequently, the battery depleted to an overdischarged condition. The trace report indicated that one overdischarge had occurred. Device analysis for lead (B)(4) revealed the body conductor broken at injex anchor site. All eight conductors are broken 16.8 cm from the distal end of the lead. Because the leads do not have lot number identification on them, it is not known which of the two lot numbers this lead belongs. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: (B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 97792, lot# n479491, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97792, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that the battery did not charge. Settings would not adjust. The patient experienced shocking during device adjustment attempts. The patient had new severe back pain that was not present before implant. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting immediately after implant, the device began to malfunction. On numerous occasions the device required adjustment and reprogramming. During reprogramming sessions, the company representative (rep) would increase the stimulation level of the device to improper and dangerously high levels. This resulted in shocks to the patient that were so hard, it felt like a cattle prod. On (B)(6) 2015, after the rep was unable to get the unit to function properly, they turned it off. Less than one week later, a different rep attempted to reprogram the device, but the ins stopped working altogether and the device would not hold a charge. Approximately three weeks later, the patient presented to their doctor to have their device reprogrammed again, however, it failed. The patient was referred to have the device removed. On (B)(6) 2015, the ins was removed.